Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) in 2008 and alleged that her one touch ultra2 meter was displaying the apply sample message. The medical affairs specialist (mas) called and spoke with the patient on two days later, and obtained additional information. The patient reported that the alleged issue first occurred approximately since the previous month. She informed the mas that since that day, she was not able to test her blood glucose. She is "heavily allergic" to sulfa and therefore, she is not on any diabetes medication and manages her diabetes with diet and exercise. On (1 day prior to calling lfs), she was reportedly experiencing symptoms of being dizzy, shaky, had a headache, increased heart rate, and loss of memory all day. She attempted to test on the subject meter off and on all day due to the symptoms, but kept getting the apply sample message. She informed the mas that she experiences these symptoms when her blood glucose is low, and so she kept eating to self-treat. At 9:00 pm, she went to the emergency room because she was "afraid to go to bed with low blood sugars". At the ER, her blood glucose "registered as low" on the ER meter. She was placed on IV (does not know what was given through the IV) and was also given "2 cartons of juice". At 2:00 am, she felt better and was released. At the time of troubleshooting, it was verified that this was not a new product. The test strip had drawn the sample into the test area, and the patient's testing technique for sample application was correct. The alleged issue was resolved when a retest was performed on a new vial of test strips. This complaint is being reported because the patient claimed to have experienced symptoms suggestive of hypoglycemia after the reported issue began. She was treated for low blood glucose at the emergency room. The alleged issue was not resolved when troubleshot with the subject strips. Replacement products were sent to the lay user/patient.